Event description:
It was reported that the hand piece for battery powered driver was found not to be working while being inspected during the cleaning process after surgery. There was no delay in surgery and no patient involvement. The device did not turn on at all. The part was intact and there were no broken pieces. Per the evaluation of the returned device, it was reported the reverse speed was working intermittently. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. Service history review: lot 005522: a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the device was inoperable. The repair technician reported the device was noisy, the motor was running slow, and the reverse speed was working intermittently. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.